Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide states, "do not fill the cartridge with more than 300 units of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level. Reportedly, customer added 300 units of insulin to the cartridge which already contained 40 units of insulin. During troubleshooting with tandem technical support, customer was able to reload the cartridge successfully. Recommendation was made to only load a maximum of 300 units of insulin into the cartridge to prevent overfilling.